Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, bumpy skin irritation. Patient described a burning feeling under the front therapy electrode. Patient reported that a physician advised to leave the lifevest off until the irritation heals. Follow up indicated that the skin irritation is improving.